Event description:
Covidien received information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb) and the bdu printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).